Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: initial procedure date? =>it was in (B)(6). The date was unknown. What tissue and location was the drain placed in? =>no information. Reason that the drain was placed? =>no information. What was being done when the drain broke? =>the doctor was removing the drain. When was it noticed that the drain was broken? =>during removing the drain from the patient. Date of drain breakage? =>it was in (B)(6). The date was unknown. Was any deficiency or anomaly noted with the drain prior to or during insertion? =>no. Was there any medical or surgical intervention performed? =>reoperation for removing the remaining part of the drain was performed. Date of surgical intervention? =>it was in (B)(6), the same day as the drain breakage. Does the surgeon believe there was any deficiency in the drain? =>the surgeon commented that there is a possibility that the drain was sutured. How was the drain fixated in place? =>no information. Can you identify the lot number of drain? =>unknown. Did the drain function properly upon first activation? =>no information. Was there a break or hole noted on the drain? =>no. How often the drainage was monitored ? =>no information. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? =>no, information. The surgeon commented that there is a possibility that the drain was sutured. What is the current condition of the patient? =>the patient is in the hospital. What are the patient gender, age, weight and bmi? =>no information. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date and a drain was used. Two days post surgery, the drain was broken when removing the drain. Part of it remained inside of the body. A reoperation was performed, and the broken drain piece was removed. The surgeon stated: there is a possibility that the drain was sutured. The lot number is unknown. The patient is in the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: patient code (B)(4) received one 2227 drain broken in two pieces at its fluted area. The drain possibly broke following mechanical damage in use. The complaint is not confirmed.